Event description:
The medwatch states: the regular bovie cord and grey bugby were connected to the bovie at the same time. The surgeon used the foot pedal for the bugby while both were connected and the pt was burned on the abdomen (approx 1 inch x 1/8 inch). The burn was treated with bacitracin with no additional intervention required. Procedure was a cystoscopy and suprapubic tube placement. Other relevant history copd: patient is a hospice patient.

Manufacturer narrative:
(B)(4) . The site reported that they will not be returning the generator. The site tested the generator and found it to have no problems. It has been in use since then with no issue.